Event description:
A hospital in (B)(6) reported that they noticed that the domes of two mr210 adult humidification chamber were cracked when they removed them from the packaging. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the two complaint mr210 humidification chambers were received at fisher & paykel healthcare (B)(4) and were visually inspected for cracks. Results: the visual inspection revealed that both chambers were cracked at the top of the chamber, near one of the ports. A lot check revealed no other complaints for lot number 110221. Conclusion: the cracking appears to have been caused by some form of impact to the chambers. This could have occurred either during transport to, or handling or storage at, the customer facility every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected.